Manufacturer narrative:
The device was discarded by the customer and, therefore, a physical investigation could not be performed to determine the exact root cause. No patient impact or injury was reported in association with this event as the missing radiopaque tip was noticed prior to insertion of the catheter. Another catheter was used in the case. No definitive root cause could be identified. Review of the device history record indicated that the product was manufactured according to specification and met all acceptance criteria prior to release. There have been no other reported complaints from devices of the same lot. If additional information is received, a follow up report will be submitted.

Event description:
On 27 december 2019, ekos rep was informed that they had a catheter "that broke" during a pe case last week. The account placed another catheter and completed the case with no issue. The customer explained that prior to insertion, the radiopaque tip was in place but then fell off before the catheter could be used on the case. They pulled another catheter and worked fine. The patient had a good outcome.